Manufacturer narrative:
(D10): concomitant device(s): 300-30-10 - equinoxe preserve stem 10mm: 6102263. 320-36-00 - 145-deg pe 36mm hum liner +0: a898265. 320-10-00 - equinoxe reverse tray adapter plate tray +0: a931398. 320-01-36 - 36mm glenosphere: 6296465. 320-15-02 - rs glenoid plate sup (B)(6), 10 deg: a816310.

Event description:
Approximately 27 day(s) post-operative of a left rtsa, it was reported via clinical study that the patient experienced sensorimotor deficit. Patient developed tingling in left arm and hand four weeks post operatively. Referred to hand specialist and diagnosed with ulnar neuropathy of left upper extremity. Emg completed (B)(6) 2024 confirming. Improving with time and physical therapy. The actions taken for the patient were medication and physical therapy. The outcome of this event is considered continuing and the clinical report indicates that this event is possibly related to the device(s) and/or to the procedure.